Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received inaccurate fill estimates multiple times. No troubleshooting was performed for the past events. During troubleshooting with tandem technical support, the customer reported receiving an inaccurate fill estimate. The customer reloaded the cartridge and received an accurate fill estimate. There was no impact to the customer's blood glucose level.